Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient's death certificate was received on 10/14/2015. The cause of death was confirmed to be natural viral meningitis. No additional event of patient information is available.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired from a rare case of meningitis. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife reported patient passed away as a result of a rare case of meningitis. No additional event or patient information is available.